Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false postive result. No follow up tests were provided.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). User noted that they used a second rapid antigen test of the same brand as a follow up test hence change in section b5. In section h6, a correction was made on the health impact code from 2199 to 4640 due to user having a follow up test by rapid antigen test.

Event description:
User reported false positive result. Negative by rapid antigen test of the same brand.